Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and did continuity resistance test and sensor failed per specification. Found one of four sensors retracted inside the sensor base. Unable to confirm that the customer received the sensor damage due to the product being returned opened/used. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had broken sensors while attempting to insert. It was reported that needle was left in serter. It was reported that issue occured with five sensors and they would be replaced. Customer's blood glucose was unknown.